Manufacturer narrative:
The product was returned and the analysis was completed. The plug deployment button fully depressed and the plug deployed. The procedure was not aborted prior to plug deployment. The vcd was removed with the sheath as a single unit. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. The vessel diameter >/= 5mm in diameter. The arteriotomy was not in or near an area of calcified plaque. The arteriotomy was not in or near a stented segment. There was no pre-existing hematoma prior to insertion of the exoseal. Angiographic picture of the access site was available for review. One non-sterile 5f exoseal was received inside a plastic bag. The unit was inside of a non-cordis 5f catheter sheath introducer. Plug was not received with the unit. Guard was found depressed; indicator window was in black/red/white position, indicator wire was fully retracted, deployment lever was depressed. Blood residues could be observed along the delivery shaft. Functional test was not performed since the unit was fully deployed. Pictures were taken in the plug area and no damages were found. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "inability to achieve hemostasis" failure could not be confirmed since no anomalies were found in the DHR review of the plug. The exact cause of the failure reported by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As manual compression was applied to the hematoma, the patient rapidly became unresponsive, hypotensive (98/78 mmhg), bradycardiac (30bpm) followed by asystole requiring brief period of chest compression (approximately four compressions). The period of time from deployment to asystole was approximately three to four minutes. Cardiac arrest team was called but the patient quickly and spontaneously recovered (blood pressure 130/90, heart rate 90bpm sinus rhythm). It was reported that hemostasis appeared to have been achieved after two minutes of non-occlusive pressure, but a slight ooze was noted from the puncture site followed by the formation of a hematoma approximately 10-12cm in diameter. Additional compression advised, but more substantial bleed was observed from the puncture site. The patient clinically deteriorated but hemostasis was achieved coupled with reduction in the size of the hematoma. The patient made a rapid and full recovery and was discharged home within twenty-four hours. There were no problems observed with the physician's deployment technique. There were no problems reported with puncture of left femoral artery (physician was unable to access the right femoral artery). Additional information was received stating that a femoral angiogram was taken prior to closure and the vessel appeared to be in excess of 5mm diameter and the puncture was retrograde. During the procedure, it was reported there was possible failed hemostasis. The vascular closure device (vcd) did not show any signs of damage. A 5fr prelude prosheath was used. There was no resistance friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window (chevrons moved relative to device retraction).

Manufacturer narrative:
As manual compression was applied to the hematoma, the patient rapidly became unresponsive, hypotensive (98/78 mmhg), bradycardiac (30bpm) followed by asystole requiring brief period of chest compression (approximately four compressions). The period of time from deployment to asystole was approximately three to four minutes. Cardiac arrest team was called but the patient quickly and spontaneously recovered (blood pressure 130/90, heart rate 90bpm sinus rhythm). It was reported that hemostasis appeared to have been achieved after two minutes of non-occlusive pressure, but a slight ooze was noted from the puncture site followed by the formation of a hematoma approximately 10-12cm in diameter. Additional compression advised, but more substantial bleed was observed from the puncture site. The patient clinically deteriorated but hemostasis was achieved coupled with reduction in the size of the hematoma. The patient made a rapid and full recovery and was discharged home within twenty-four hours. There were no problems reported with puncture of left femoral artery (physician was unable to access the right femoral artery). Retrograde approach was used. The vascular closure device (vcd) did not show any signs of damage. A 5fr prelude prosheath was used. There was no resistance friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button fully depressed and the plug deployed. The vcd was removed with the sheath as a single unit. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. The vessel diameter >/= 5mm in diameter. The arteriotomy was not in or near an area of calcified plaque. The arteriotomy was not in or near a stented segment. There was no pre-existing hematoma prior to insertion of the exoseal. There were no problems observed with the physician's deployment technique. One non-sterile 5f exoseal was received inside a plastic bag. The unit was inside of a non-cordis 5f catheter sheath introducer. Plug was not received with the unit. Guard was found depressed; indicator window was in black/red/white position, indicator wire was fully retracted, deployment lever was depressed. Blood residues could be observed along the delivery shaft. Functional test was not performed since the unit was fully deployed. Pictures were taken in the plug area and no damages were found. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "inability to achieve hemostasis" failure could not be confirmed since no anomalies were found in the DHR review of the plug. The exact cause of the failure reported by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Pressure on a large artery and pain can stimulate the vagus nerve, causing slowing of the heart rate a drop in blood pressure. Anxiety, pain, and discomfort at the puncture site may also result in a vasovagal reaction. Vasovagal response is defined as the presence of two or more of the following indicators, either during sheath removal or while pressure is being applied to the site: decreased level of consciousness, nausea and vomiting, and cold, clammy, pale skin; decrease in blood pressure to less than 100mmhg systolic or greater than 15% decrease from baseline; and/or decrease in heart rate to less than 60 beats per minute (or if the heart rate is less than 60 initially, a decrease of more than 15% from baseline). The information provided suggests that the patient experienced a vasovagal reaction due to pressure applied to the puncture site given that the exoseal failed to achieve hemostasis resulting in hematoma. The health care provider acted in accordance with the standards of care and is trained to respond to this type of complication resulting in quick patient recovery.